Event description:
The central monitoring system (cns) intermittently freezed up including waveforms, bme had restarted cns but issue will reoccur after an hour. Reference MFR report 8030229-2014-00006.